Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using an unspecified bd¿ pen needle, there was needle clog during injection and the non patient end needle broke and was stuck in the rubber of the insulin pen the following information was provided by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use. Consumer was not able to provide lot and product information, she stated that she is using nano 2nd gen pen needles but did not have the packaging with her. She requested that I send her an email and she will respond with the information.

Event description:
It was reported while using an unspecified bd¿ pen needle, there was needle clog during injection and the non patient end needle broke and was stuck in the rubber of the insulin pen. The following information was provided by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use. Consumer was not able to provide lot and product information, she stated that she is using nano 2nd gen pen needles but did not have the packaging with her. She requested that I send her an email and she will respond with the information.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.